Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy on the liberty select cycler with liberty cycler set, and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between utilization of the liberty select cycler with liberty cycler set, and the peritonitis event. Additionally, there was no allegation of a device malfunction or deficiency or a liberty cycler set defect reported for this event. Although the culture result did not grow any organism, the suspected cause of the peritonitis was touch contamination. The majority of pd related peritonitis cases stem from touch contamination due to the patient or their caregiver inadvertently breaking sterile technique. All pd patients are at increased risk for infection due to a compromised immune system and dialysis techniques themselves leaving opportunity to introduce microbial contamination. Based on the available information and no allegation of a malfunction, deficiency or defect reported for this event, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient recently had peritonitis and things have changed since then. The pdrn stated that the patient has known clinical indicators associated with them such as fibrin, constipation, and positional pd catheter. The pdrn stated that education was provided on additional drain option for negative ultrathin filtration and they are going to add that for tonight's treatment. Upon further follow up, the pdrn stated that the patient presented to the pd clinic on (B)(6) 2020 with unknown signs/symptoms. A pd effluent culture was obtained, and the patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 1500mg for 28 days and gentamicin 60mg for 14 days. The patient was diagnosed with peritonitis. The pd effluent culture resulted negative for growth after five days; however, the patient¿s white blood cell count was elevated to 2024 (unknown units). The suspected cause of the peritonitis is touch contamination.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.